Event description:
Additional information was received indicating this rv lead was tested with a pacing system analyzer at the lead revision and still exhibited low out of range pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker and right ventricular (rv) lead exhibited low out of range pace impedance measurements and high pacing threshold measurements. The pacemaker was explanted for normal battery depletion and the rv lead was capped. Both were successfully replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead was suspected to be fractured. No additional adverse patient effects were reported.